Event description:
It was reported that the column of the system 9600+ could not move vertically and was stuck. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.